Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel") and genital haemorrhage ("bleeding") in a (B)(6) -year-old female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's family history included diabetes (mother) and hypertension (mother). In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, the patient experienced palpitations ("heart palpitations") and anxiety ("anxiety"). On (B)(6) 2014, the patient experienced migraine ("migraines"). On (B)(6) 2014, the patient experienced arthralgia ("joint pain"), joint swelling ("joint swelling") and myalgia ("myalgia"). On (B)(6) 2014, the patient experienced hypertension ("hypertension") and plantar fasciitis ("plantar fasciitis"). On (B)(6) 2015, the patient experienced tarsal tunnel syndrome ("tarsal tunnel syndrome"). On (B)(6) 2015, the patient experienced adenomyosis ("adenomyosis") and leiomyoma ("leiomyoma"). On (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("rashes"), pain ("severe and persistent pain / chronic pain /all over body pain"), back pain ("back pain"), arrhythmia ("arrhythmia"), antinuclear antibody positive ("positive ana"), morton's neuralgia ("morton metatarsalgia") and mental disorder ("essure caused or aggravated any psychiatric and psychological condition"). The patient was treated with meloxicam (mobic), vicodin (norco), topiramate (topamax), trazodone, alprazolam (xanax), sertraline (zoloft), citalopram hydrobromide (celexa), lorazepam (ativan), pregabalin (lyrica), tramadol and surgery (hysterectomy and salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the allergy to metals, genital haemorrhage, adenomyosis, leiomyoma, palpitations, anxiety, tarsal tunnel syndrome, arthralgia, joint swelling, rash, pain, back pain, hypertension, arrhythmia, migraine, antinuclear antibody positive, myalgia, morton's neuralgia, plantar fasciitis, fibromyalgia and mental disorder outcome was unknown. The reporter considered adenomyosis, allergy to metals, antinuclear antibody positive, anxiety, arrhythmia, arthralgia, back pain, fibromyalgia, genital haemorrhage, hypertension, joint swelling, leiomyoma, mental disorder, migraine, morton's neuralgia, myalgia, pain, palpitations, plantar fasciitis, rash and tarsal tunnel syndrome to be related to essure. Diagnostic results: (B)(6) 2015: MRI lumbar spine without contrast: there were mild degenerative changes of the lumbar spine without moderate or severe lateral recess, neural foramina! Or spinal canal narrowing. MRI spine cervical: positional deformity. Minor sequela of degenerative disc disease in the lower cervical spine. Surgical pathology report: the right and left fallopian tubes measure 6.1 x 0.8 cm and 5.4 x 0.7 cm. Each contains thin coiled metal clip and proximal ends consistent with contraceptive devices. Concerning the injuries reported in this case, the following one/ones were reported via medical records: palpitations, allergy to nickel, joint pain, myalgia, migraine, back pain, plantar fasciitis, tarsal tunnel syndrome, hypertension, pain, anxiety, most recent follow-up information incorporated above includes: on 4-dec-2017: pfs and medical records received. Events added: andenomyosis, leiomyoma, heart palpitations, anxiety, tarsal tunnel syndrome¸ joint pain and swelling, rashes, bleeding, severe and persistent pain, back pain, hypertension, arrhythmia, migraines, chronic pain, positive ana, myalgia, morton metatarsalgia, plantar fasciitis, fibromyalgia. Case upgraded to incident. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel") and genital haemorrhage ("bleeding") in a 37-year-old female patient who had essure (batch no. 761438) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gerd, headache, irritable bowel syndrome, lumbago, contact dermatitis, eczema, diabetes mellitus, menorrhagia, pruritus and abdominal pain. Family history included diabetes (mother) and hypertension (mother). On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced back pain ("back pain"). On (B)(6) 2014, 3 years 7 months after insertion of essure, the patient experienced palpitations ("heart palpitations") and anxiety ("anxiety"). On (B)(6) 2014, the patient experienced migraine ("migraines"). On (B)(6) 2014, the patient experienced arthralgia ("joint pain"), joint swelling ("joint swelling") and myalgia ("myalgia"). On (B)(6) 2014, the patient experienced hypertension ("hypertension") and plantar fasciitis ("plantar fasciitis"). On (B)(6) 2015, the patient experienced tarsal tunnel syndrome ("tarsal tunnel syndrome in both feet"). On (B)(6) 2015, the patient experienced adenomyosis ("adenomyosis") and leiomyoma ("leiomyoma"). On (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("rashes"), pain ("severe and persistent pain / chronic pain /all over body pain"), arrhythmia ("arrhythmia"), antinuclear antibody positive ("positive ana"), morton's neuralgia ("morton metatarsalgia"), mental disorder ("essure caused or aggravated any psychiatric and psychological condition"), spondyloarthropathy ("si (sacroiliac) joint failure with core weakening"), mobility decreased ("unable to sit, stand or walk for periods of time)") and neuralgia ("nerve pain in my feet eased immediately after hysterectomy"). The patient was treated with meloxicam (mobic), vicodin (norco), topiramate (topamax), trazodone, alprazolam (xanax), sertraline (zoloft), citalopram hydrobromide (celexa), lorazepam (ativan), pregabalin (lyrica), tramadol and surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2015. In (B)(6) 2015, the migraine had resolved. At the time of the report, the allergy to metals, genital haemorrhage, adenomyosis, leiomyoma, palpitations, anxiety, tarsal tunnel syndrome, joint swelling, pain, hypertension, arrhythmia, antinuclear antibody positive, myalgia, morton's neuralgia, plantar fasciitis, fibromyalgia, mental disorder, spondyloarthropathy, mobility decreased and neuralgia outcome was unknown, the arthralgia and back pain had not resolved and the rash had resolved. The reporter considered adenomyosis, allergy to metals, antinuclear antibody positive, anxiety, arrhythmia, arthralgia, back pain, fibromyalgia, genital haemorrhage, hypertension, joint swelling, leiomyoma, mental disorder, migraine, mobility decreased, morton's neuralgia, myalgia, neuralgia, pain, palpitations, plantar fasciitis, rash, spondyloarthropathy and tarsal tunnel syndrome to be related to essure. The reporter commented: as per pfs - it was reported dod (sic) , si (sacro illiac) joint failure with core weakening. Diagnostic results: (B)(6) 2015: MRI lumbar spine without contrast: there were mild degenerative changes of the lumbar spine without moderate or severe lateral recess, neural foramina! Or spinal canal narrowing. MRI spine cervical: positional deformity. Minor sequela of degenerative disc disease in the lower cervical spine. Surgical pathology report: the right and left fallopian tubes measure 6.1 x 0.8 cm and 5.4 x 0.7 cm. Each contains thin coiled metal clip and proximal ends consistent with contraceptive devices. Essure confirmation test(s) conducted: dye place in tubes to confirm blockage concerning the injuries reported in this case, the following ones were reported via medical records: palpitations, allergy to nickel, joint pain, myalgia, migraine, back pain, plantar fasciitis, tarsal tunnel syndrome, hypertension, pain and anxiety." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality-safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel") and genital haemorrhage ("bleeding") in a (B)(6) year-old female patient who had essure (batch no. 761438) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gerd, headache, irritable bowel syndrome, lumbago, contact dermatitis, eczema, diabetes mellitus, menorrhagia, pruritus and abdominal pain. Family history included diabetes (mother) and hypertension (mother). On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced back pain ("back pain"). On (B)(6) 2014, 3 years 7 months after insertion of essure, the patient experienced palpitations ("heart palpitations") and anxiety ("anxiety"). On (B)(6) 2014, the patient experienced migraine ("migraines"). On (B)(6) 2014, the patient experienced arthralgia ("joint pain"), joint swelling ("joint swelling") and myalgia ("myalgia"). On (B)(6) 2014, the patient experienced hypertension ("hypertension") and plantar fasciitis ("plantar fasciitis"). On (B)(6) 2015, the patient experienced tarsal tunnel syndrome ("tarsal tunnel syndrome in both feet"). On (B)(6) 2015, the patient experienced adenomyosis ("adenomyosis") and leiomyoma ("leiomyoma"). On (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("rashes"), pain ("severe and persistent pain / chronic pain /all over body pain"), arrhythmia ("arrhythmia"), antinuclear antibody positive ("positive ana"), morton's neuralgia ("morton metatarsalgia"), mental disorder ("essure caused or aggravated any psychiatric and psychological condition"), arthropathy ("si (sacroiliac) joint failure with core weakening"), mobility decreased ("unable to sit, stand or walk for periods of time)") and neuralgia ("nerve pain in my feet eased immediately after hysterectomy"). The patient was treated with meloxicam (mobic), vicodin (norco), topiramate (topamax), trazodone, alprazolam (xanax), sertraline (zoloft), citalopram hydrobromide (celexa), lorazepam (ativan), pregabalin (lyrica), tramadol and surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2015. In (B)(6) 2015, the migraine had resolved. At the time of the report, the allergy to metals, genital haemorrhage, adenomyosis, leiomyoma, palpitations, anxiety, tarsal tunnel syndrome, joint swelling, pain, hypertension, arrhythmia, antinuclear antibody positive, myalgia, morton's neuralgia, plantar fasciitis, fibromyalgia, mental disorder, arthropathy, mobility decreased and neuralgia outcome was unknown, the arthralgia and back pain had not resolved and the rash had resolved. The reporter considered adenomyosis, allergy to metals, antinuclear antibody positive, anxiety, arrhythmia, arthralgia, arthropathy, back pain, fibromyalgia, genital haemorrhage, hypertension, joint swelling, leiomyoma, mental disorder, migraine, mobility decreased, morton's neuralgia, myalgia, neuralgia, pain, palpitations, plantar fasciitis, rash and tarsal tunnel syndrome to be related to essure. The reporter commented: as per pfs - it was reported dod (sic) , si (sacro illiac) joint failure with core weakening. Diagnostic results: (B)(6) 2015: MRI lumbar spine without contrast: there were mild degenerative changes of the lumbar spine without moderate or severe lateral recess, neural foramina! Or spinal canal narrowing. MRI spine cervical: positional deformity. Minor sequela of degenerative disc disease in the lower cervical spine. Surgical pathology report: the right and left fallopian tubes measure 6.1 x 0.8 cm and 5.4 x 0.7 cm. Each contains thin coiled metal clip and proximal ends consistent with contraceptive devices. Essure confirmation test(s) conducted: dye place in tubes to confirm blockage concerning the injuries reported in this case, the following ones were reported via medical records: palpitations, allergy to nickel, joint pain, myalgia, migraine, back pain, plantar fasciitis, tarsal tunnel syndrome, hypertension, pain and anxiety." Most recent follow-up information incorporated above includes: on 25-jun-2018: this case is medically confirmed. Reporter information was added. Her demographic was updated. Her concurrent condition was added. Lab data was added. Essure lot number was added. Essure insertion date was updated. Essure indication was amended. Per plaintiff fact sheet following events: si (sacroiliac) joint failure with core weakening; unable to sit, stand or walk for periods of time) and nerve pain in my feet eased immediately after hysterectomy) were added. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic to nickel / hypersensitivity reaction to nickel') in a 37-year-old female patient who had essure (batch no. 761438) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gerd, headache, irritable bowel syndrome, lumbago, contact dermatitis, eczema, diabetes mellitus, menorrhagia, pruritus and abdominal pain. Family history included diabetes (mother) and hypertension (mother). On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced back pain ("back pain"). On (B)(6) 2014, the patient experienced palpitations ("heart palpitations") and anxiety ("anxiety"), 3 years 7 months after insertion of essure. On (B)(6) 2014, the patient experienced migraine ("migraines"). On (B)(6) 2014, the patient experienced arthralgia ("joint pain"), joint swelling ("joint swelling") and myalgia ("myalgia"). On (B)(6) 2014, the patient experienced hypertension ("hypertension") and plantar fasciitis ("plantar fasciitis"). On (B)(6) 2015, the patient experienced tarsal tunnel syndrome ("tarsal tunnel syndrome in both feet"). On (B)(6) 2015, the patient experienced adenomyosis ("adenomyosis") and was found to have leiomyoma ("leiomyoma"). On (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), rash ("rashes"), pain ("severe and persistent pain / chronic pain /all over body pain"), arrhythmia ("arrhythmia"), morton's neuralgia ("morton metatarsalgia"), mental disorder ("essure caused or aggravated any psychiatric and psychological condition"), spondyloarthropathy ("si (sacroiliac) joint failure with core weakening"), mobility decreased ("unable to sit, stand or walk for periods of time)"), neuralgia ("nerve pain in my feet eased immediately after hysterectomy"), headache ("headache") and abdominal pain ("sharp shooting pain abdomen") and was found to have antinuclear antibody positive ("positive ana") and weight increased ("weight gain"). The patient was treated with alprazolam (xanax), hydrocodone bitartrate;paracetamol (norco), lorazepam (ativan), meloxicam (mobic), pregabalin (lyrica), sertraline hydrochloride (zoloft), topiramate (topamax), tramadol, trazodone, and surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2015. In april 2015, the migraine had resolved. At the time of the report, the allergy to metals, genital haemorrhage, adenomyosis, leiomyoma, palpitations, anxiety, tarsal tunnel syndrome, joint swelling, pain, hypertension, arrhythmia, antinuclear antibody positive, myalgia, morton's neuralgia, plantar fasciitis, fibromyalgia, mental disorder, spondyloarthropathy, mobility decreased, neuralgia, weight increased, headache and abdominal pain outcome was unknown, the arthralgia and back pain had not resolved and the rash had resolved. The reporter considered abdominal pain, adenomyosis, allergy to metals, antinuclear antibody positive, anxiety, arrhythmia, arthralgia, back pain, fibromyalgia, genital haemorrhage, headache, hypertension, joint swelling, leiomyoma, mental disorder, migraine, mobility decreased, morton's neuralgia, myalgia, neuralgia, pain, palpitations, plantar fasciitis, rash, spondyloarthropathy, tarsal tunnel syndrome and weight increased to be related to essure. The reporter commented: as per pfs - it was reported dod (sic) , si (sacro illiac) joint failure with core weakening. Diagnostic results: (B)(6) 2015: MRI lumbar spine without contrast: there were mild degenerative changes of the lumbar spine without moderate or severe lateral recess, neural foramina! Or spinal canal narrowing. MRI spine cervical: positional deformity. Minor sequela of degenerative disc disease in the lower cervical spine. Surgical pathology report: the right and left fallopian tubes measure 6.1 x 0.8 cm and 5.4 x 0.7 cm. Each contains thin coiled metal clip and proximal ends consistent with contraceptive devices. Essure confirmation test(s) conducted: dye place in tubes to confirm blockage concerning the injuries reported in this case, the following ones were reported via medical records: palpitations, allergy to nickel, joint pain, myalgia, migraine, back pain, plantar fasciitis, tarsal tunnel syndrome, hypertension, pain and anxiety." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter information added. Events: weight gain , headache , sharp shooting pain abdomen were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.